Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the device was used for pediatric surgery (hirschprung's disease). When the device was inserted into the cavity, the device was scraped by laparo forceps creating shaving from the outside of the cannula. The shavings were all around the incision. The shavings were removed. The laparo forceps were used to hold the peritoneum, since infant's peritoneum is very soft and easy to stretch. No bleeding occurred. No tissue damage occurred. There was no harm to the pt. Operative time was not extended more than 30 minutes.